Event description:
A customer reported that vitrectomy cutter is not working, procedure details and patient impact were unknown. Additional information has been requested none received till date. Additional information received indicating that during a phacoemulsification (phaco) the ophthalmic console exhibited the problem with the cutter and posterior capsular tear which required an intervention. The procedure was completed with no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Per the service record (sr), a representative (ar) performed an on-site assessment and replicated the reported event of the vitrectomy cutter not working. To resolve the issue, the ar replaced the nonconforming assy, front manifold, pneu mod , then found the system to meet manufacturer specifications per service test procedure (stp). Per the sr, an ar performed an on-site assessment and replicated the reported event. To resolve the issue, the ar replaced the nonconforming pneumatics manifold, then found the system to meet manufacturer specifications per stp. Based on the results of this investigation, the reported events cannot be confirmed. The root cause of the reported event of the vitrectomy cutter not working is attributed to a nonconforming assy, front manifold,pneu mod (p/n 215-1366-501). Based on the results of this investigation, the reported events of pc tear and a vitrectomy being performed remain inconclusive. This complaint has been reviewed and based on a low occurrence rate; it is determined that no further actions are necessary at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).